Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, an error sound was heard soon. No error code was displayed. The blade was broken off after the operation. So, no pieces were left inside the patient. The broken blade piece was not returned from the hospital. Another device was used to complete the procedure. There were no adverse consequences for the patient.